Event description:
During the index procedure the lad was treated with one endeavor sprint drug eluting stent. Approximately seven months post index procedure, the patient suffered acute myocardial infarction with an outcome of death. Investigator has indicated the mi was not related to the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of death confirmed. If information is provided in the future, a supplemental report will be issued.